Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2021 and the mesh was implanted. It was reported that the patient experienced urinary tract infection. It was also reported that the event was not related to the device, but possibly related to the procedure.